Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Device product code - ni. Manufacture date ¿ ni. There are warnings in the package insert that state that this type of event can occur. Under warnings, number 3 states, "a trained medical professional determines final implant type and size intraoperatively." Number 4 states, "orthosize software does not determine the final size and type of hardware to be implanted." Product location unknown.

Event description:
It was reported that femoral stem templates made by the software were smaller than expected and there have been reports of femoral subsidence post-operatively. The number of events are unknown and no revision procedures have been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation results concluded that the reported event was due the files not being verified for authenticity and correct measurements when turned over to orthosize for implementation. Corrective and preventative action has been initiated to address reported issue.